Manufacturer narrative:
(B)(4). Reason for implant: mixed urinary incontinence. On (B)(6) 2003, it was reported on the patient underwent previous surgery burch pvdr, cystourethropexy in (B)(6) 2003 and has had increasing symptoms of stress and urgency. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.